Manufacturer narrative:
(B)(4). Evaluation: results: x-ray, fluoroscopy, ivus, CT MRI, etc. Patient lesion morphology. Previously deployed stent may have prevented device from crossing lesion. Stent deformation and failure to deliver device. Evaluation: conclusion: patient lesion morphology. Previously deployed stent may have prevented device from crossing lesion. Device/procedural images evaluation: ths resolute integrity device was returned for evaluation. The 7th and 8th proximal stent segments were slightly raised and deformed. Stent was positioned on the balloon between marker bands as per spec. Tip was damaged. Review of the procedural images confirmed the difficult nature of the ostial lesion at an acute bend between the lm and the lcx. The lesion appears to have been severely calcified. The presence of the dislodged but deployed other brand stent in the lm was confirmed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 15mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion located in the lcx. It was reported that there was a very acute turn from the lm to the lcx. The lesion was predilated and another brand stent was deployed and post dilated. Another brand stent was then attempted to be used, however it dislodged in the lm. Several attempts were made to dilate the dislodged stent using balloon devices. An resolute integrity stent was then used in an attempt to cross the lesion, however, this was unsuccessful. It was reported that another brand stent was successfully deployed in the ostial circumflex. No patient injury occurred and no clinical sequelae were reported.